Event description:
It was reported that, during maintenance a 980 ventilator did not generate a visual or audio breath delivery (bd) alarm. There was no patient involvement at the time of the event. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown. The service engineer (se) inspected the device and replaced the bd power controller printed circuit board (pcb) and the ventilator was returned to use.